Event description:
Unsure of exact time. In patient room to administer med. Screwed syringe to secondary hub, noted leaking just below blue hub where it connects with the clear tubing. Immediately change to new tubing. Then examined tubing secondary tube- connect was loose and entire blue tip could be removed.